Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose. Chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes. Chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient's bg (blood glucose) levels reached 353 mg/dl. The father stated at 8:00 am on (B)(6) 2019, he checked the patient's blood glucose readings and the results were 353 mg/dl. The patient advised her mother, she believes the personal diabetes manager (pdm) and pod were not working correctly. She advised her father on (B)(6) 2019, she believes the pdm and pod are not working. After the father checked the patient's blood glucose, the patient vomited. Because she had vomited and had higher than normal blood glucose levels, the father drove the patient to the emergency room. They arrived at the emergency room at 8:27 am. They had placed the patient on intravenous fluids and an insulin drip. They diagnosed the patient with diabetic ketoacidosis. The father had given the patient a correction bolus. The hospital checked blood and urine labs for the patient. The customer's father does not know the results of the lab work. He does not know if they patient tested positive for ketones. She said that the patient was in the intensive care unit, until tuesday night at 7:00 pm. She was not given any medication other than insulin.